Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned to medtronic for review, therefore no analysis could be performed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicated that a misload occurred when loading the valve, as confirmed by the procedural images. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the valve under fluoroscopy to inspect the capsule for a misloaded bioprosthesis. In this case, the loader was reported to be minimally experienced, with nine previous loads, however the root cause of the misload cannot be determined given the limited information available. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. At this stage of the procedure it was noted that the paddles had separated from the pockets and the valve had been moved out of its secure position within the dcs and was moving slightly vertically. While continuing to recapture the valve, the dcs was reported to have bent. The valve and dcs were withdrawn from the patient successfully. After the valve was removed from the patient, it was also removed from the dcs and placed into water to assess for damage. There was no damage to the valve, therefore the valve was reloaded onto the same dcs a second time. Following the second load, it was reported that the proximal part of the capsule was torn during the second loading attempt. The "the dcs was reported to have bent" indicated a capsule buckle. Investigation of capsule buckle events showed no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Additionally, the misload of the valve, may have caused or contributed to the capsule damage. It was reported that after the valve was removed from the dcs, it was inspected, and no damage was observed on the valve. The valve was then attempted to be loaded on the same dcs. Per the IFU ¿if no issues are found, a second attempt may be made to load an undamaged bioprosthesis. However, the catheter, ls, loading tray, and saline must be replaced with new sterile components.¿ following the second load, it was reported that the proximal part of the capsule was torn during the second loading attempt. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. The cause of the capsule separation cannot be determined based on the information available. Updated data: h.6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) by a minimally experienced loader, who had only loaded nine valves prior. The load was confirmed visually, by touch and using fluoroscopy. The dcs and valve were advanced to the aortic annulus. It was reported that when attempting to reposition the valve, the dcs was re-closed, and at that point it was noted that the paddles had separated from the pockets and the valve had been moved out of its secure position within the dcs and was moving slightly vertically. While continuing to recapture the valve, the dcs was reported to have bent. The valve and dcs were withdrawn from the patient successfully. In retrospect, it was reported that there were clear signs of misload on fluoroscopy that were missed in review. It was noted that one of the paddles was out of place, seen especially on bending while traversing the ascending aorta, and that the capsule was bent with a misload. After the valve was removed from the patient, it was also removed from the dcs and placed into water to assess for damage. There was no damage to the valve, therefore the valve was reloaded onto the same dcs a second time. Following the second load, it was reported that the proximal part of the capsule was torn during the second loading attempt. The capsule was also bent with a strange shape of the system. It was reported that there was no resistance noted during this loading attempt. The valve was recaptured and removed from the torn capsule and the dcs was switched out for a new one. The valve was then able to be advance and was deployed successfully. No adverse patient effects were reported.